Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11 corrected fields: g2, h6 (medical device problem code) a getinge field service engineer (fse) replaced bezel lower display, display housing lower assembly, assembly upper panel, label patient connector, label trainer on/off,seals,9 volt alarm daughterboard battery and quick disconnect o ring. The parts were replaced due to damaged or preventative maintenance. Product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received parts with a reported unit failure of physical damage. The fat performed a visual inspection and found the parts to have physical damage. Part had a faulty fiber optic door. Part had pieces of plastic missing. Probable cause is user error. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during pm the cardiosave intra-aortic balloon pump (iabp) monitor lower housing, bezel assembly and fiber optic door was damaged, and needs replaced. There was no patient involvement.